Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the patient has a bigeminal heart rate, the patient's heart rate goes down to the 30s or 40s. The device is still in use. No further patient complications have been reported as a result of this event.